Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient was admitted due to post-traumatic pain of right knee and continuous wound bleeding and received debridement and suture in the outpatient operating room. At 9:15, the suture broke when the suture was knotted. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Unknown. Once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Unknown. Once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient was admitted due to post-traumatic pain of right knee and continuous wound bleeding and received debridement and suture in the outpatient operating room. At 9:15, the suture broke when the suture was knotted. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.